Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. However, it is likely that phenomenon (only color bars are displayed on the unit and no image) occurred due to defect of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the patient was not under anesthesia and there were no delays reported. The intended procedure was completed with the same device. Reportedly, the device was inspected prior to the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed as the colors were going black and white intermittently due to a faulty circuit board. The issue was resolved via phone troubleshooting by instructing the customer to reseat the communication cables maj-1933 & the maj-1941. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was no image just color bars when the scope was being connected during an unknown procedure. No additional information regarding the event was available from the customer. There were no reports of patient harm.